Event description:
A nurse reported that during cataract extraction by phacoemulcification, there was no vacuum. The surgery was completed manually. There was a delay of approx 20 min and the reporter stated there was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The event lot was reviewed, and no related system messages were found. A system verification and memory back-up were performed. The customer's handpieces were tested. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).